Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and rearranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot emit x-rays. Upon troubleshooting, fse found the image processing pc (ippc) cannot be started. To resolve the issue, fse replaced the ippc motherboard battery, replugged the memory module, reinstalled the ippc software, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.